Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with 2 same type of infusion sets and were used for one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.